Event description:
Same case as #6000093-2005-01348. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient had been scheduled for the cardiac catheterization and angiography revealed lesions in the mid left anterior descending (lad) artery and the mid circumflex (cx) artery. The physician implanted a taxus express2 3.5x24mm drug eluting stent in the mid lad and a taxus express2 3.5x24mm drug eluting stent in the mid lad and a taxus express2 3.0x20mm drug eluting stent in the mid cx. Approximately 45 minutes post procedure, the patient returned to the cath lab with chest pain. It was determined that the stents, in both the lad and cx, had thrombus present. The physician also noted that the stent in the lad appeared to be under apposed. The acute thrombosis was treated with integrilin, angiomax and nitroglycerine. Additional treatment included angioplasty with 3.0x12.2, 2.5x12 and 3.5x12mm balloons, followed by a 2.75x6mm cutting balloon. Ivus was also used during the procedure. No additional patient complications were reported. Patient status is satisfactory.